Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed. Morrisey zs, barra mf, guirguis pg, drinkwater cj. Transition to robotic total knee arthroplasty with kinematic alignment is associated with a short learning curve and similar acute-period functional recoveries. Cureus. 2023 may 11;15(5):e38872. Doi: 10.7759/cureus.38872. Pmid: 37303372; pmcid: pmc10257342. Our study objective was to determine the effect that transitioning to a novel robotic surgical approach to tka had on short-term patient recoveries. 66 robotic tka patients and 99 traditional instrumented tka patients were included within the study. The robotic tkas were placed with velys. All patients were implanted with attune cr total knee implants. There was no mention of patella resurfacing or cement mfg. Adverse event(s) possibly associated with attune femoral component 8 patients had decreased rom and underwent mua within 1 year. 13 patients had an ed or hospital admission within 6 weeks. There was no mention of harm/failure involved. Adverse event(s) possibly associated with attune tibial tray 8 patients had decreased rom and underwent mua within 1 year. 13 patients had an ed or hospital admission within 6 weeks. There was no mention of harm/failure involved. Adverse event(s) possibly associated with attune tibial insert 8 patients had decreased rom and underwent mua within 1 year. 13 patients had an ed or hospital admission within 6 weeks. There was no mention of harm/failure involved.